Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 322 (link switch error (low)) during power up at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 322 was not reproduced. A review of the event history log revealed multiple 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification lower link setup. The link will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.